Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker did not store the electrogram (egm) of two auto mode switch (ams) episodes despite being registered as high priority. No changes or interventions were performed. There were no patient consequences.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.